Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a shorted capacitor, designator c44 from the OEM pcb assembly. Physio replaced the OEM pcb assembly along with several other pcb assemblies during troubleshooting and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that their device will no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.